Event description:
Consumer called to report inaccurate readings with her plink meter. The meter is giving very erratic results. Analysis run on clark error grid using mean avg. Reading (378) as reference point vs. Bd readings (200, 550, 385) yielded data points in the c zone of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.